Manufacturer narrative:
Additional information was received on 10/10/2019. An explant is scheduled for (B)(6) 2019. 2. Is other serious-uncheck. 2. Is required intervention-check. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Concomitant products: 450cc mentor memorygel breast implant, catalog #3504504, serial number #(B)(4). This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. (B)(4).

Event description:
It was reported that a patient who underwent primary breast augmentation with a 450cc mentor memorygel breast implant presented with capsular contracture; baker grade unknown, post procedure. Additionally, an MRI performed on (B)(6) 2018 found that the device was ruptured. The device is still implanted. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report contains supplemental information for mentor psr reference number (B)(4).

Manufacturer narrative:
Additional information was received on march 23, 2020. In addition to the issues reported previously severe left sided scarring was also noted. Also the device was found to be intact, rather than ruptured, as initially reported. Capsular contracture was noted on the contralateral prosthesis. See 1645337-2020-05645 for contralateral prosthesis report. 1. Is product problem-uncheck. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 11/4/2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Additional information was received on 11/27/2019. When the device was explanted bilateral prosthesis replacement with 350cc mentor memorygel breast implants was performed. Manufacturer¿s reference number: (B)(4).